Event description:
It was reported that the patient experienced swollen feet, while using the pump. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Other, other text: h4: device manufacturing date and d4: device expiration date could not be determined. D4: device serial number/lot number is unknown. No lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model num: 7400; h1: serious injury.